Manufacturer narrative:
E1: reporting address state: (B)(6). Reporting address postal: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint by the customer on the v200 indicating that the tidal volume was much larger than the actual setting, and the device was louder than before. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention provided to the patient, nor a delay was noted. Per good faith effort (gfe) response received (B)(6) 2025, it has been confirmed that the device is at its end of life (eol) and will not be repaired. There was no work performed by philips service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.